Event description:
This lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2013. A call to technical services placed on (B)(6) 2013 indicated that this rv lead has pace impedance of less than 200ohms. The physician was dr. (B)(6) at medical center (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).